Manufacturer narrative:
Four days earlier at index, an elective angiogram procedure was conducted which revealed a 40mm length in the left anterior descending (lad) artery. The vessel was a de novo, diffused and calcified lesion. Aha/acc classification of the vessel was a type c. The vessel diameter was 2.5-3.0mm. Next, pre-dilation was conducted with a 2.25 x 14mm speeder balloon at 10atm for 25seconds. The first cypher, a 2.5 x 18mm was implanted at 16atm for 30 seconds, and then inflated once more at 18atm for 20seconds at the target lesion. A second cypher, size 3.0 x 18mm was implanted at 16atm for 30seconds at the proximal end of the initially implanted cypher. A third cypher, size 3.0 x 18mm was implanted at 16atm for 30seconds at the proximal end of the 2nd cypher implanted. All three stents were overlaping. Post-dilation was conducted with a 3.0 x 15 mm apollo balloon at 16atm for 30seconds at the proximal end, 12-16atm for 25seconds at the middle portion and 10atm for 20seconds at the distal end. Ivus was conducted. Timi flow before and after the procedure was 3. The residual percent of stenosis was 0. Acts were not measured. Physician's comment: the probable cause of this event might be due to the fact that the vessel was calcified and cypher was under dilated. It was not related to the product. Additional information will be submitted 30 days upon receipt. Please note that this device (lot no. I0606095) is distributed outside the united states; however, it is similar to the united states distributed product. This is one of three (3) reports submitted for the same event. Please reference MFR. Report #'s 9616099-2006-01078, -01079, -01080.

Event description:
A patient complained of chest pain and uneasiness at the throat. A coronary angiogram was conducted and thrombus was observed inside 3 previously implanted cyphers in the left anterior descending artery (lad). All three cyphers were overlapping. To treat the thrombus, aspiration was conducted. And then, balloon angioplasty with a 3.25 x 15mm quantum maverick balloon. The inflations were conducted at 16atm for 50seconds and 16atm for 30seconds at the proximal end of the lad vessel. The procedure completed and the patient was in stable condition.